Event description:
The customer reported that the unit fails the shift check and gives error 1000 service unit.

Manufacturer narrative:
The customer reported that the unit fails the shift check and gives error 1000 service unit. The unit was evaluated at the philips repair bench. The reported symptom was verified. Both the control pca and the power pca were replaced to resolve this issue.